Manufacturer narrative:
The customer reported the tubing came out completely, and returned one sample of material 2420-0007, lot 25105051. Upon initial visual examination, the set verified the complaint of separation from the lower fitment. The tubing was examined under a microscope, and insufficient solvent was found. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the issue by adding two fixtures to the lower pump segment assembly.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim. I was rounding on our imcu unit about an hour ago and a nurse stated that she primed a new set of primary tubing, went to put the blue clip into the pump and the tubing came out of the blue slide clamp completely.